Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient stated his body is acting like therapy is not on that his parkinson's symptoms are present. Patient's implant is 75% charged, but recharger does confirm that the implant is off. Patient has 2 patient programmers, the first one showed low battery, but the second patient programmer wouldn't initially connect to the implant. Patient services agent asked patient to use new batteries from one programmer to put into the the other.  Agent helped patient use his patient programmer to turn therapy back on and his parkinson's symptoms are resolved.  After using the pp without the antenna patient was able to turn therapy on. Agent asked patient to use the antenna with the remote and confirmed it was working.